Manufacturer narrative:
Patient ID not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the polaris spectra system control unit (scu) was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect scu has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a tc exstirpation, the localizer on the navigation system was not connected. The reported issue occurred when the system was left unattended for 10-20 minutes. It was reported that the camera intermittently restored functionality when switching between an electromagnetic and optical procedure. The leds were then found to be yellow on the camera of the polaris spectra system control unit (scu). A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. The reported issue occurred during registration. No additional information was provided.